Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os). The patient reported dryness and glare in the pm. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Pt age - unk. Pt weight: unk. Date of event: unk. Implant date: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens implanted. Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - the patient is experiencing subjective disturbances ("glare and dryness in the pm") following icl implantation. No report of secondary surgically or medically intervention performed. Additional information has been requested but not received yet. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device." It further precautions that "the effect of pupil size on visual symptoms is not known." The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms." Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).